Event description:
It was reported that prior to the start of a da vinci-assisted low anterior resection surgical procedure, the customer noted that the system was prompting to release the harmonic ace instrument pressure. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the planned procedure with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The clamp arm opened and closed properly. Failure analysis investigation also found an additional failure unrelated to the customer reported complaint. The instrument was found to have a broken blade. The blade broke at roughly 0.172¿ from the base. The broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the harmonic ace instrument lot# m90210207 / sequence 0369 associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2022 on system (B)(4). The reported event indicated an instrument usage on (B)(6) 2022. The instrument is single use and should've not been reused for a subsequent procedure. This complaint is considered a reportable malfunction due to the following conclusion: failure analysis investigations found missing piece from the distal end of the instrument. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention. The da vinci 8 mm harmonic ace curved shears is a single-use, sterile instrument used to deliver ultrasonic energy to enable transection and coagulation of tissue. It is designed to be used in conjunction with a compatible da vinci surgical system and a compatible ethicon endo-surgery generator and hand piece. Never activate an electrosurgical instrument while in contact with the harmonic ace curved shears. Do not attempt to bend, sharpen, or otherwise alter the shape of the blade. Doing so may cause blade failure and user or patient injury. Avoid contact with any and all metal or plastic instruments or objects when the device is activated. Contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade, which may be identified by a generator solid tone or an instrument error. Scratches on the blade tip may lead to premature blade failure. Avoid all contact ¿ intentional and accidental ¿ with other instruments during use. Incidental and prolonged activation against solid surfaces, such as bone, may result in blade heating and subsequent blade failure, and should be avoided.